Event description:
A malfunction was reported by the customer with a malfunction code identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to call back if any issues recur, and the customer acknowledged and understood this guidance.